Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic omega loop operation, when the reload was placed in the adapter, the reload was not green in the display. The surgeon placed the device on the stomach and could not fire. They took a new reload and it worked. There was no patient injury.